Manufacturer narrative:
The initial reporter address was not provided.

Event description:
The advocate stated her mother received a blood glucose reading of 260mg/dl from the lab, re-tested on her contour meter and received a reading of 120 or 119mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedonly the meter information was provided. A new meter was sent to the customer.